Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the merlin programmer made an overestimation of longevity of the device. The device was replaced on a later date due to normal eri. The patient was in stable condition.